Event description:
A caller reported a tandem mobi cartridge alarm occurring during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to an alternate pump for insulin therapy.